Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis in a patient coincident to peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient contacted baxter customer services (bcs) and reported the following information. On an unreported date, the patient experienced a break in aseptic technique described as patient made a mistake/touch contamination. On (B)(6) 2012, the patient experienced peritonitis caused by the break in aseptic technique. The patient was not hospitalized for this event. On an unreported date, a peritoneal effluent culture was performed and results were unknown. Treatment was not reported. The patient was recovering from the event. Pd therapy was ongoing. On (B)(6) 2012, the peritoneal dialysis nurse was contacted for further information regarding the peritonitis event. The nurse confirmed the patient experienced peritonitis on (B)(6) 2012. She stated the peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information. Multiple attempts were made to contact the home patient to determine if retraining in aseptic technique was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique described as made a mistake/touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.